Event description:
Additional product information and implant date provided.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported an infection was present at the ipg site. In turn, the patient was prescribed oral antibiotics with no resolution. As a result, the patient underwent surgical intervention on (B)(6) 2020. It was reported that the revision procedure went well and the infection has now resolved. No products were explanted and therapy was restored post op.